Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The setscrew marks on the connector pin were too proximal. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and had dislodged. It was also noted the right ventricular (rv) lead exhibited high thresholds and experienced a micro dislodgement. The ra lead was explanted and replaced, and the rv lead w as repositioned and remains in use. No patient complications have been reported as a result of this event.